Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. Insulin pump was monitored. No unexpected boluses noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device over-delivered on insulin. Customer's blood glucose was 43 mg/dl. Customer reported the device was hard to read. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.